Manufacturer narrative:
(B)(4). Concomitant medical product: unknown nexgen knee femoral cat# unk, lot# unk. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 07316. (B)(4).

Event description:
It was reported in a journal article that ten patients were suffering from aseptic loosening that required revision.